Manufacturer narrative:
Concomitant product: product ID 3778-60, serial # (B)(4), explanted: (B)(6) 2014, product type lead; product ID 3550-39, lot # n276812, explanted: (B)(6) 2014, product type accessory.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n276812, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
Additional information received reported that the power on reset (por) occurred because the patient just did not charge the device. The implantable neurostimulator (ins) and lead were explanted and replaced on (B)(6) 2014. The new implantable neurostimulator (ins) was a primary cell device. After the replacement, the patient had been doing fine.

Event description:
It was reported that the patient was unable to adjust their stimulation. They got a ¿call your doctor¿ icon and had a power on reset (por) condition. The patient reported that when they tried to recharge, their device would not hold a charge and when they tried on another day it worked. The patient reported the por came and went. Their programmer currently read ¿program b and 3.05.¿ the patient reported that their implantable neurostimulator (ins) icon was showing the ins was off and after pressing the icon got the lightning bolt indicating the device was on. The patient was still not able to feel any stimulation even after they tried increasing to 3.55. The manufacturer representative had a scheduled appointment with the patient on (B)(6) 2014. No interventions or outcome were reported regarding this event. Follow up has been conducted, and if additional information is received, a follow up report will be sent.